Manufacturer narrative:
New information added on fields: d8, d9, h3, h4, and h6. This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the legal manufacture¿s final investigation. Despite good faith attempts the user culture results, and cleaning disinfection and sterilization (cds) processes were not shared. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: sep. 17, 2024. Sampling from: distal end. Cfu: n.d. Bacterial identification: no detection. Sampling date: sep. 17, 2024. Sampling from: biopsy/suction channel. Cfu: 2 cfu/ml. Bacterial identification: micrococcus species, staphylococcus saprophyticus. Sampling date: sep. 17, 2024. Sampling from: a/w channel. Cfu: 1 cfu/ml. Bacterial identification: micrococcus species. Sampling date: sep. 17, 2024. Sampling from: auxiliary water channel. Cfu: 0 cfu/ml. Bacterial identification: no detection. Olympus ordered a 2nd culture test, of the subject device was performed at the third-party labs. The test resulted were negative. Sampling date: sep. 24, 2024. Sampling from: distal end. Cfu: n.d. Bacterial identification: no detection. Sampling date: sep. 24, 2024. Sampling from: biopsy/suction channel. Cfu: 0cfu/ml. Bacterial identification: no detection. Sampling date: sep. 24, 2024. Sampling from: a/w channel. Cfu: 0 cfu/ml. Bacterial identification: no detection. Sampling date: sep. 24, 2024. Sampling from: auxiliary water channel. Cfu: 0 cfu/ml. Bacterial identification: no detection. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The event can be detected/prevented by following the instructions for use (IFU): IFU states ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ to warn about inappropriate reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.